Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurement that was detected via the patient's remote home monitoring system. Additional information indicated that the field representative was unaware of the event. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating that another red alert was detected for high, out-of-range (oor) shocking lead impedance measurement. This has been an ongoing issue. A defibrillation threshold (dft) test was performed and got 87 ohms. The patient will continue to be monitored. This system remains in service. No additional adverse patient effects were reported.